Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for examination. The investigation could not verify the reported event or draw any conclusions about the root cause without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Component code: appropriate term/code not available ((B)(4)) is used to capture product not returned.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pfc femoral inserter/extractor does not hold the femoral trial snugly. Surgeon complains that the trial is loose and ends up being impacted in flexion because the clamp does not hold it properly. We have tried tightening the screws for the clamps but they could not be tightened any more.